Event description:
It was reported that at unknown timing on an unknown date the dermatome would skip and it needed calibration. There was no report of harm or delay. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). . Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the torque was loose on the thickness control lever. The vespel and semi-circle bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence is complete and no additional information is available.